Event description:
It was reported that the patient is experiencing recurring incontinence again after having an artificial urinary sphincter (aus) implanted due to tissue atrophy. The patient was wearing 2-3 pads per day but is now dry. No patient clinical consequences were reported.